Manufacturer narrative:
Correction made to b5: it was reported that the patient line of the unspecified cassette (previously submitted as homechoice cassette) could not be removed from the female connector of the minicap transfer sets. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph showed a separation between the female connector and main body of the minicap transfer set. Due to a photo only evaluation and not receiving the actual sample for testing, the sample analysis was unable to confirm nor refute the report of connection issue to the female connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette could not be removed from the female connector of the minicap transfer sets. This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.